Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient participated in a (B)(4) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in patient's diagnosed with cervical degenerative disc disease (ddd) between c2-c7. Patient was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5 c6 with pedicle screws at c3, c4 and c5. Patient had been experiencing pain for 12 months. Surgery date was on (B)(6) 2007 and postoperatively patient experienced swallowing complaints, requiring nothing but time. This complaint is on the left 14mm fixed angle screw at c4 and this is 5 of 8 reports for the same study.